Manufacturer narrative:
Two microcatheters were return intact with flattened areas at the distal end. The catheters were not identified relative to the complaint. The hubs were intact. An unsuccessful attempt to flush catheter #1 with water was unsuccessful. No discharge of water was visible from catheter tip. After placing the catheter in ultrasonic cleaner for 15 minutes an attempt to flush again was not successful. A lab sample .016 guidewire (gw) was advanced into the hub and through catheter until obstruction was encountered. This catheter was then evaluated for resistance/friction with destructive testing. The second returned catheter was flushed with water. There was no discharge of foreign material from the catheter tip and no leakage noted. The catheter was then pressurized with water to approximately 535psi at which point the catheter burst and leaked. No leak was visible until reaching this pressure range, during testing. The IFU states for prowler microcatheter is rated to a maximum pressure of 300 psi. It was reported that contrast was injected through the microcatheter at 700 psi, which exceeds the maximum rated pressure of 300 psi as indicated in the IFU. Exceeding the maximum rated pressure of 300 psi appears to have caused the reported leakage of the microcatheter.

Event description:
During a transcatheter arterial embolization of the hepatic artery using a femoral approach, infusion of contrast medium was done with 700psi. The doctor confirmed that there was leakage at the proximal-end of the catheter prowler plus microcatheter. An aqua v3 guidewire, medikit (mrt curb) guidecatheter were used during the procedure. Resistance friction was also reported with a second microcatheter. Based on a newly defined product similarity, this complaint file was reviewed. Based on this newly defined product similarity, this file has been determined to be reportable due to the reported catheter leakage.